Manufacturer narrative:
The complaint device was not returned to bsc, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). No unusual factors were mention in the complaint. Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to insulation damage and signal noise. No additional adverse patient effect were reported.